Event description:
As reported, the device has no picture. The image does not appear. The issue occurred during reprocessing. There was no patient involvement associated on this reported event. There was no user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device has been returned, but not yet evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the reported event was unable to be determined. Olympus will continue to monitor field performance for this device.